Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photo, and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed black greasy foreign matter on the cannula, catheter, and needle cover. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type. It was determined that it matches well with silicone. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Based on the foreign matter type, an investigation was conducted on the potential sources. At the assembly machine, lubricant which is made of silicone is applied onto the cannula and catheter. The lubricant used is transparent in color, instead of black as observed on the returned sample. There is no other black silicone source in the machine. With no black silicone found in the components, or used in the machines, the actual foreign matter source could not be identified. As this is the first reported foreign matter complaint for the lot, it is most likely an isolated case. Current controls include outgoing and in-process visual inspections to check for foreign matter. Additionally, there is a 4-hourly housekeeping schedule to clean all machine mechanisms in direct contact with products using 70% ipa alcohol.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in had foreign matter . The outpatient operating room reported that upon opening the outer packaging, it was found that there was a black foreign body inside the catheter. The affected quantity was 1 catheter. The sample can be returned. Photographs can be provided. A green claim settlement is required, as well as a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.